Event description:
An alarm was reported from a pump during the loading process, identified as alarm 20. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in loading a new cartridge using the correct technique and was informed about using a backup insulin pump to avoid interruptions in insulin delivery. Technical support verified the shipping address, instructed the customer on putting the pump into storage mode, and requested the return of the problematic pump within ten days using a pre-paid label.